Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly were not confirmed. The device was tested on the bench and no anomalies were found.